Event description:
Na.

Manufacturer narrative:
E3, e1(event site telephone number): (B)(6). Additional information: e1(postal code): 34850.

Manufacturer narrative:
Due to character restrictions in reporter name and address section telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient the cardiosave intra-aortic balloon pump experience an autofill error . There were no patient harm or injury reported .